Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the last 5 mm of rectum to j-pouch during a robotic assisted laparoscopic total proctocolectomy with j-pouch creation or possible ileostomy, the device insertion, closing, firing and donuts were complete, proper 4 and 1/2 knob rotation was done, heard audible click, anvil tilted properly plus purse string was visible, but there was difficulty removing device from cavity even after advancing 5 mm prior to pulling out because the anvil got caught on the 100 mm j-pouch staple line that created tension on the pouch as the surgeon was pulling down to the rectal stump. A hole was then observed in the anastomosis. On the anvil, there was tissue from the 100 mm straight staple line. The surgeon had convert to colostomy to complete the case, so the entire small intestine was removed and pouch was created after the case went open. Rectum was resected. The colostomy made was permanent. It was reported that the patient experienced diarrhea, lower abdominal pain, urinary retention, gastroenteritis, spasm in pelvis, spasm in lower abdomen, vomiting, rectal pain, diarrhea in blood, anal fissures, nausea, dehydration, skin excoriation, and worsening co nstipation. The patient's treatment included additional surgery, permanent ostomy, anal dilatation, medication, and procedure to reverse the permanent ostomy bag.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the last 5 mm of rectum to j-pouch during a robotic assisted laparoscopic total proctocolectomy with j-pouch creation or possible ileostomy, the device insertion, closing, firing and donuts were complete, proper 4 and 1/2 knob rotation was done, heard audible click, anvil tilted properly plus purse string was visible, but there was difficulty removing device from cavity even after advancing 5 mm prior to pulling out because the anvil got caught on the 100 mm j-pouch staple line that created tension on the pouch as the surgeon was pulling down to the rectal stump. A hole was then observed in the anastomosis. On the anvil, there was tissue from the 100 mm straight staple line. The surgeon had convert to colostomy to complete the case, so the entire small intestine was removed and pouch was created after the case went open. Rectum was resected. The colostomy made was permanent.